Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a 45mm saccular thoracic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 29mm and 28mm in diameter at the distal neck. The aneurysm length was 50mm and the length from top of arch to proximal aneurysm was 20mm. The length from bottom of arch to proximal aneurysm was 15mm. Calcification of common iliac artery was noted as mild. It was reported that a CT scan revealed device migration to the distal side (10 mm or more compared with the site at the time of implantation) and a type ia endoleak was identified. The aneurysm had expanded to 55mm in diameter. The investigator assessed this event as procedure and device related. There was no intervention and the patient remained under observation. A month later, the patient was admitted urgently due to a ruptured aneurysm. The patient expired the same day. The aneurysm was at zone 2. The physician stated that the patient expired due to the aneurysm rupture. Since the type ia endoleak was confirmed, the leak was the cause of the aneurysm expansion, subsequently leading to the aneurysm rupture and death.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, migration, endoleak, occlusion, aneurysm rupture). Unapproved use of device (proximal seal length less than 20mm). Lack of information (cause is unknown) evaluation codes, conclusions: inherent risk of a procedure (death, migration, endoleak, occlusion, aneurysm rupture). Unapproved or contraindicated use of device (proximal seal length less than 20mm). Lack of information (cause is unknown).